Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 09/11/2023, the patient was found unconscious by his mother. Prior to losing consciousness, the patient was diaphoretic and ¿acting weird¿. The patient¿s mother called an ambulance. Emergency medical services (ems) arrived and tested the patient¿s bg meter reading, which was 26 mg/dl. No cgm comparison value could be recalled, however, the patient alleged a cgm inaccuracy. Ems transported the patient to the hospital. The patient was treated with an IV glucose drip. The patient was hospitalized for 7 days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.